Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, however analysis was inconclusive because the loss of telemetry prevented retrieval of save to disk information.

Event description:
It was reported that the device reached end of service (eos) prematurely after early replacement indicator (eri) was triggered. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached end of service (eos) prematurely after early replacement indicator (eri) was triggered. It was also reported that the device was in a no telemetry condition. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.